Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation. Device issue: guide wire tip separation has previously caused or contributed to pt injury. It was reported that the bmw guide wire did not cross the lesion. The anatomy tortuosity was severe and there was significant resistance encountered during insertion. Flushing was maintained during procedure and ivus was not used. The vascular access site was femoral. The degree of stenosis was 90% and pre-dilatation was done. No additional event or pt info is available. This is being reported based on the quality assurance analysis of the returned device, which revealed a guide wire tip separation. Additional info: it seems that this damage (separation) occurred during the procedure when the device failed to cross. The physician did not become aware of this damage and there was no pt injury as confirmed earlier.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - quality assurance analysis revealed that the guide wire was returned with no blood or contrast visible. The shaping ribbon was separated from the tipball. The tipball was still attached to the coils. There was a bend in the shaping ribbon 1.5 cm distal to the center solder. The coils were stretched distal to the center solder for a length of 6 cm. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering has reviewed the case description and the analysis of the returned product. Sem analysis was performed and suggested that the shaping ribbon may have been subjected to tensile overload, which caused it to fail and detach from the tipball. In this case, the failure to cross may have contributed to the detachment. Attempts to manipulate the guide wire through the difficult lesion may have trapped the tipball, and removal of the guide wire may have exceeded design limits and caused the shaping ribbon to separate. The stretched coils seen in the analysis appear to be the result of the guide wire removal. Additional details state that the damage may have occurred during the procedure when the device failed to cross and the physician did not become aware of this damage, suggesting that the damage occurred as a result of case circumstances. Case details also state that significant resistance was encountered during the insertion. The instructions for use (IFU) states: do dot push, auger, withdraw or torque a guide wire that meets resistance....failure to do so may result in the vessel trauma, guide wire damage, guide wire tip separation, or stent damage. Analysis also noted a bend in the shaping ribbon distal to the center solder, which could be related to the failure to cross, or could be the result of the physician applying a shape to the guide wire tip prior to use. Although it is unk if the bend contributed to the difficulty crossing, since no damage to the guide wire was noted prior to use or during preparation, the cause of the bend appears to be related to case circumstances. To ensure wire damage and shaping ribbon separation does not occur as a result of a product deficiency, 100% of the guide wire tips are inspected after they are loaded into the dispenser, and a tip pull test is performed on each wire to ensure proper attachment. Additionally, quality control performs on line reliability testing to verify the product quality. Overall, based on the case description and analysis of the returned product, the failure to cross and subsequent damage to the guide wire appears to be related to case circumstances. A review of the lot history record was preformed and indicates that this lot met all the mfg requirements. This MDR is considered closed by the product performance group.